Event description:
Omnicell anesthesia medstations fail to lock medication drawers after use and without an alert message. This results in medication not being stored in a secure manner. The manufacturer has been notified and is reviewing.